Manufacturer narrative:
This MDR is being submitted following our procedure: patient experienced symptoms of a hypoglycemic event. There was third party intervention: family provided treatment for the hypoglycemia with glucagon injections. With the device in question not being available, there is insufficient information to determine whether the v-go contributed to the event or not. This MDR is being submitted past the 30 day window due to difficulties in switching to the emdr system. Details are documented in an e-mail and letter sent to the emdr desk.

Event description:
Diabetic pt. Using vgo 20 for 3 years reported to valeritas customer care had three episodes of low blood glucose. Valeritas customer care reports the pt. Stated symptoms of low blood glucose were "coma, muscles contracting, trembling, and moaning." Pt. Was unable to self-recognize and self-treat two episodes of hypoglycemia. Family provided treatment for the hypoglycemia with glucagon injections. Pt. Informed valeritas that "all the insulin emptied out into her body from her vgo device overnight while she was sleeping." The pt. Did not go to the hospital for the hypoglycemia. Ae assessor has placed multiple calls to the pt. And left a call back number and the pt. Has not returned the calls. The disposition of the 3 vgos in this case is unknown. Vgo contribution cannot be ruled out in this report. This case will be closed without further follow-up from ae assessor. If the pt. Returns the calls, the case will be reopened for further investigation.

Manufacturer narrative:
Initial reporter corrected, health professional - no checked, non healthcare professional, date provided, follow up #1, correction checked, patient, device, method and conclusion codes corrected.